Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. At the time of the report, the pump and transmitter had already regained connection. The customer experienced an elevated blood glucose level. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. A correction bolus was delivered to address the high bg. Tandem technical support performed a pump reset and customer continued using the pump for insulin therapy.